Event description:
It was reported that the pt had decannulated (trach tube pulled out accidentally) and was sent to ER. The pt's mother claimed the alarms activated prior to discovering the decannulation but the nurse claimed no alarms were activated. The pt passed away.